Event description:
It was reported that this right ventricular (rv) lead was associated with a code 1003 battery voltage alert, indicating battery voltage too low for projected remaining capacity. Technical services (ts) reviewed the device data and determined that the alert was a false positive, triggered by an abrupt increase in rv pacing output to maximum settings due to loss of capture and high capture thresholds in a pacer-dependent patient. Ts explained that the increased rv pacing output resulted in increased power consumption and a transient drop in battery voltage, accelerating the projected device longevity to less than three months. Ts recommended continued monitoring as the device approaches elective replacement indication (eri) and to address rv lead replacement at the time of generator replacement. No adverse patient effects were reported. This rv lead remains in service.